Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. The stent was returned detached and separated from the sds. The maximum stent profile was found to be within specification. The balloon body was reviewed and there were no issues noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the entire length of the balloon wall indicating overall crimp contact between the balloon and the crimped stent at the time of manufacture. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. A stent protector was returned for analysis with the device. The inner diameter of the stent protector was measured and was within specification. Based on the stent protector profile being within specification and the maximum stent profile, there are no issues to note with the interaction between the two components. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 38 synergy¿ drug-eluting stent was selected for use. However, during unpacking, the stent fell on the box. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 38 synergy¿ drug-eluting stent was selected for use. However, during unpacking, the stent fell on the box. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.